Event description:
It was reported via repair work order that the siderail would not latch due to damaged latch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.